Manufacturer narrative:
The manufacturing location for this product is high tech labs. This site is an OEM manufacturing site. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd microtainer® contact-activated lancet shield was detached.

Event description:
It was reported that a bd microtainer® contact-activated lancet shield was detached.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for improper assembly with the incident lot was not observed, while the failure mode relating to discoloration was observed to be a molding issue. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed for either failure mode. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for improper assembly was not observed; however, we observed the discoloration to be attributed to a molding issue. Evaluation/testing of the retained samples was also conducted and no issues were observed. Root cause description: based on the investigation, the most likely root cause of the molding issue was determined to be related to a manufacturing incident. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.